Event description:
After an implantation period of approx. 2 months, a lead dislodgement was observed. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection, a bend in the distal part of the lead and a stretched distal area were noted. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. Bending and stretching the lead body requires the presence of mechanical stress. It is reasonable to assume that these damages were due to mechanical forces applied during the explantation procedure. Further damages like the cuts into the insulation 27cm distal to the is1 connector pin most likely occurred during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.